Event description:
Prior to attempted implant, insulation damage was observed on the right ventricular (rv) lead. The rv lead was not implanted. No patient was involved and there were no adverse consequences.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood and tissue. Visual inspection found the outer lead insulation was folded and overlapped at the distal region of the lead consistent with procedural damage. The cause of the reported event was consistent with procedural damage.